Manufacturer narrative:
No prod will be returned for eval.

Event description:
The pt stated that in 2007, while he was driving to work, he experienced a hypoglycemic event. He stated that his cellphone and infusion device were in the same pocket and he believes that when he sat down in his car, the cell phone pressed against the buttons of his infusion device causing a 24.5 unit bolus to be delivered. He stated that he felt the infusion device vibrating as he got out of his car and discovered the unintentional bolus. He stated that he immediately drank 10 ounces of orange juice and called his wife and the paramedics. His blood glucose at the time measured 171 mg/dl. He stated that 20 minutes later, his blood glucose had dropped to the 50's mg/dl. He stated that 30 min later, his blood glucose measured 150mg/dl; and a few minutes later, it dropped to 115mg/dl. The pt stated that when the paramedics arrived his blood glucose measured 53 mg/dl and he was given a dextrose IV. His blood glucose elevated to 109mg/dl. When he arrived at the hospital his blood glucose decreased to 50mg/dl. He was given another dextrose IV and he ate pizza. He stated that this morning (the following day) his blood glucose measured 300 mg/dl. The pt stated that he did not experience any symptoms of low blood glucose. He stated that he will no longer wear the infusion device in his pocket, and has been using his carrying case clipped to his belt. Further attempts to contact the pt for follow up were unsuccessful. No prod will be returned for eval.